Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the sleeve broken and cracked. The broken piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the sleeve was broken during use. The device was used as a camera port. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that he did not add excessive power so much.